Event description:
Reporter indicated that pt was experiencing an increase in seizures. The pt underwent generator replacement surgery and the pt's seizure frequency did not change with the new generator. It is unknown if the increase in seizures is above pre-vns baseline. The cause for the increase in seizures is unknown. Generator was returned to MFR for analysis. Product analysis of generator revealed no anomalies.